Event description:
No additional information received for customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, d9, h2, h3, h4, h6, h8, h11. Corrected d6a, d6b from ni to na. Corrected d7a from ni to na. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the tip was detached, however the detached tip was not returned, therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single-use electrosurgical knife's distal end fell off. This occurred during an endoscopic submucosal dissection procedure. This procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.